Manufacturer narrative:
Device not made available for evaluation by customer.

Event description:
Cot difficult to load/unload into the ambulance. Unit unavailable, service cancelled without evaluation. No patient involvement or adverse consequence were alleged to have occurred as a result of the alleged failure.